Event description:
(B)(4). It was reported that an elbow cover on a flat panel arm popped off and fell hitting the corner of a sterile table. Although this event occurred during a surgery, the cover did not come into contact of the patient and did not affect the surgery, and there were no reported adverse consequences.

Manufacturer narrative:
Attempts were made to obtain patient information, but the account was not able to provide any information. There is no expiration date for this product. Actual device was evaluated on site by a field service representative on (B)(6) 2011. The device manufacture date was unknown that the time of this report. Evaluation summary: after further evaluation, it was confirmed that the cover had popped off during a surgery when the spring arm was not being moved. It was also confirmed that the cover did not impact the patient, and only hit the corner of a sterile table. There were no adverse consequences to a patient or any user, and there was no delay or adverse consequences to the procedure. Based on an investigation by a quality engineer, the root cause could either be damage of the cover during unrelated field servicing events, or user misuse causing damage of the cover. In this instance, a field service technician installed a new cover. Even though there were no adverse consequences in this event, a cover falling into the sterile field has the potential to cause a serious/severe health risk. This type of non-conformance will be monitored for adverse trends. This is not a single use device.